Manufacturer narrative:
The polaris 5.5 button lock screw inserter, item # 14-500070, lot # pv70b was returned for evaluation. Visual inspection of the item cannot confirm the reported event. The tip of the inserter shows wear from use, but the lobes appear functional. A functional test was performed with a polaris 5.5 screw held in a vice. The driver seated properly in the screw head and torque was applied to the point the shaft failed in torque; the pentalobes did not slip in the screw head. The complaint is not confirmed. The DHR for this device lot was obtained and reviewed; a copy is attached to the corresponding complaint for this per. There were no nonconformances or other issues identified with the accepted product that might have contributed to this event. Specifically, the heat treatment, fit with mating part, assembled tip length, tip diameter, and drive profile were verified/certified at receiving inspection as having met specification according to the approved inspection plan. A visual and functional examination of the item did not confirm the reported event. The instrument was functional to the point of shaft failure. Supplemental report two of four for the same event, reference 2242816-2015-00047-1 through -00049-1. Device manufacture date was added.

Event description:
The sales associate reported the surgeon had some issues putting in iliac screws. Several drivers stripped during attempted insertion resulting in a forty-five minute surgical delay. No adverse effects have been reported as a result of this event.

Manufacturer narrative:
The device evaluation is anticipated, a follow up report will be sent upon completion of the device evaluation. File one of four for the same event.